Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed atrial events on the ventricular channel which resulted in pacing inhibition. The oversensed beats were double counted which resulted in inappropriate shocks.